Manufacturer narrative:
The explanted products were kept by the medical facility, and will not be returned for evaluation.

Event description:
The patient developed a hematoma and the implant site opened. The surgeon examined the wound, discovered an infection and explanted the patient's lead. The patient's system was explanted at a later date.